Event description:
It was reported that a pump malfunction occurred without any notable events prior. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, which addressed the issue, and was advised to call back if the issue recurred. The customer acknowledged understanding of the instructions.